Event description:
It was reported that the pump touch screen was display separated from pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.